Event description:
It was reported that a patient underwent a vaginal wall hematoma, perineal lateral incision procedure on (B)(6) 2024 and suture was used. On the morning, during the suturing of the vaginal wall hematoma and perineal incision in postpartum women, the suture broke multiple times, affecting the suturing efficiency and increasing the risk of bleeding. After the doctor discovered it, the incision was re sutured with suture , and the bleeding stopped smoothly. The perineal incision healed well. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing and expiration date is currently not available. Therefore, the full UDI is currently not available. The following information was requested, but unavailable: * what was the volume of blood loss? Was a transfusion or any other medical/surgical intervention required? * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ---------contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.